Event description:
It was reported that bd insyte autoguard winged pnk 20ga x 1.16i leaked. The following information was provided by the initial reporter: "continuous leak from angiocath once IV inserted."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information added to b5 investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed and retracted 20ga x 1.16in. Insyte autoguard winged unit from lot number 3342338. A leak test was performed where no leaks were discovered. Visual inspection discovered there was media present indicating usage. No damage to the vent plug was discovered that may have indicated leaks in the barrel. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
Additional infromation: 1) what injury occurred because of this event? No injury occurred, just required multiple IV sticks despite initial good IV. 2) were surgical or medical interventions needed to resolve this issue? If so, what? Only intervention was holding pressure for IV site to stop bleeding. 4) was there report of exposure of blood/body fluids to another person's wounds or mucosal surfaces? No appropriate precautions were taken with known possible exposure to blood. Room required floor cleaning due to blood which was handled appropriately. 5) was there any delay in treatment due to this? Not sure if the or/ pre-op experienced any delays as a result. 6) was there any change in treatment due to the leakage? No change in treatment, except requiring additional sticks for IV, by additional staff.